Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.this MDR submission is a late submission. A nc has been issued.

Event description:
Patient reports lost 2 crowns which only one could be reseated, the other could not be save due to a crack on the tooth from too much pressure on it. The tooth was pulled out and is pending a dental implant.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.